Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3899 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the connector during catheter placement, no ¿click¿ was heard and it was separated just with a gentle pull. No other information was provided.